Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an issue pairing a dexcom g7 continuous glucose monitor (cgm) with the ilet due to entry of an incorrect sensor pairing code, which resulted in no glucose readings and no alerts or alarms. No adverse clinical symptoms reported. Outcomes included no clinical impact and no need for medical intervention or hospitalization. User support included guided troubleshooting and user education to access the cgm menu, verify the incorrect pairing code, and reenter the correct code. Investigation of this case revealed user pairing error leading to failure of data transmission from the cgm to the ilet, which resolved after entering the correct pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user error.